Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4) in which the customer has stated: "during the preparation of an infusion, when the bag was struck, the tubing became disconnected just below the filter." This feedback relates to a 72643eb product from lot 1026431. The customer did however provide two photographs; analysis of which confirmed the customer's experience as it was noted that the tubing had separated from the drip chamber (appendix 1). However, it was also noted that the the drip chamber spigot was still solvent bonded to the tubing, having broken away from the base of the drip chamber (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. This type of damage to the drip chamber spigot can occur when a lateral force is applied to the component; however, the root cause of the external force could not be determined during previous investigations into reports of this nature. A review of the production records for lot 1026431 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Whenever spiking the drip chamber into a new infusion container, it is important to hold the drip chamber below the spike of the component, and not by applying force from the base of the drip chamber; excess force applied to the drip chamber spigot can result in damage such as that experienced by the customer. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with only a small number of similar reports against this drip chamber component in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
Correction: the initially reported material number was determined to be exempt from us FDA reporting requirements. Please disregard previous submissions.

Event description:
The neonatology department reports: during the preparation of an infusion, when the bag was struck, the tubing became disconnected just below the filter. Frequency of occurrence: occurs for the first time. Action taken: replace the tubing. Clinical consequences: none.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a040102 - loss of or failure to bond patient problem code: f27 ¿ no patient involvement.